Event description:
It was reported that the customer was hospitalized for ketoacidosis. Also, it was reported that the blood glucose was normal the day before, and the infusion set was changed two days before the hospitalization. It was stated that when the infusion set was removed the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.